Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain. Legal counsel further reports that during the revision procedure the taper adapter could not be disengaged from trunnion and resulted in fracture of the patient's femur. Legal counsel further reports that the revision procedure allegedly took 17 hours to complete. Review of invoice history confirmed the modular head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information was received in patient's medical records. Revision operative report dated (B)(6) 2011 indicates that the revision was due to pain. Revision operative report notes the presence of synovitis, cloudy fluid, and inability to disengage the taper adapter from the trunnion. Revision operative report indicates the femur was fractured during removal of the well-fixed stem. Revision operative report notes that the procedure took approximately 17 hours to complete. The modular head, taper adapter and stem were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain. Legal counsel further reports that during the revision procedure the taper adapter could not be disengaged from trunnion and resulted in fracture of the patient's femur. Legal counsel further reports that the revision procedure allegedly took 17 hours to complete. Review of invoice history confirmed the modular head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03684 & 03691).